Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent the surgery due to plid(lumbar intervertebral disc prolapse) on (B)(6) 2015. During the surgery, there was one screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal.

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination did not identify thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.